Event description:
It was reported that this electrode delivered inappropriate shock therapy due to a suspected electrode fracture. Subsequently, the patient was admitted to the hospital and had therapies on their subcutaneous implantable cardioverter defibrillator (s-ICD) deactivated while awaiting a new lead implant. At this time, there is no evidence surgical intervention has been performed. No additional adverse patient effects were reported. Additional information: the patient underwent a revision procedure, and this electrode was replaced without incident. Besides intervention, there were no other adverse patient effects reported. Additional information: this device was returned, and analysis was completed. This report is updated with the product investigation results.

Manufacturer narrative:
The complete electrode was returned and analyzed. Visual inspection revealed no abnormalities. Testing was completed to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. X-ray imaging was unremarkable. In conclusion, laboratory analysis did not identify any electrode characteristics that would have caused or contributed to the reported clinical observations.

Manufacturer narrative:
This electrode has not been returned; therefore, technical analysis cannot be conducted. Without a returned product it is not possible to definitively confirm how it may have contributed to the complaint incident. If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this electrode delivered inappropriate shock therapy due to a suspected electrode fracture. Subsequently, the patient was admitted to the hospital and had therapies on their subcutaneous implantable cardioverter defibrillator (s-ICD) deactivated while awaiting a new lead implant. At this time, there is no evidence surgical intervention has been performed. No additional adverse patient effects were reported. Additional information: the patient underwent a revision procedure, and this electrode was replaced without incident. Besides intervention, there were no other adverse patient effects reported. Product return is not indicated at this time.

Event description:
It was reported that this electrode delivered inappropriate shock therapy due to a suspected electrode fracture. Subsequently, the patient was admitted to the hospital and had therapies on their subcutaneous implantable cardioverter defibrillator (s-ICD) deactivated while awaiting a new lead implant. At this time, there is no evidence surgical intervention has been performed. No additional adverse patient effects were reported.